Manufacturer narrative:
Batch review performed on 13 december 2018: lot 184724: (B)(4) items manufactured and released on 11-sep-2018. Expiration date: 2023-08-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants revised: stem: quadra-h 01.12.23sn cementless, ha coated std stem # 3, short neck, (k082792), lot 181780: (B)(4) items manufactured and released on 17-jul-2018. Expiration date: 2023-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.201 biolox delta ceramic ball head 12/14 ø 28 size s -3.5 (k112115), lot 179038: (B)(4) items manufactured and released on 05-jun-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
2 days after the primary surgery, the patient came in complaining of pain. X-rays revealed that the shell was possibly through the medial wall of the acetabulum and possible stem impingement. Intraoperatively the surgeon found the acetabular component to be stable. Upon further examination, the acetabular component did not appear to have compromised the medial wall of the acetabulum and he left the acetabular component in place. He had concern with potential femoral stem/acetabular component impingement. He elected to revise the stem from size 3 amis stem standard offset to a size 3 amis stem lateralized offset and increased head length from short to medium. The surgeon revised the stem, head and liner. Surgeon couldn't pinpoint pain.